Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited clogged nozzle with foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely deposition of foreign material in nozzle resulted in clogged nozzle. However, the most probable cause of occurrence of foreign material could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.